Event description:
This report addresses a use error - reuse of single-use product. The customer contacted baxter's service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during dwell. The home patient (hp) had solution in the final bag only. The hp disconnected the final bag and connected a new one. The global technical service representative (tsr) had the hp end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was undetermined.